Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ infusion set caused blood to backflow from the primary to the secondary during the infusion. The following information was provided by the initial reporter: "the customer stated the below concern: ¿a second question came in today regarding how secondary infusions run on the pump. Not sure what is involved with primary tubing being taped â¿¿ but would suspect that is not an ideal situation. The latest problem is that when staff administer a secondary, the pump still pulls from the primary or flush bag, even if they hang it as low as possible (one rn even used 2 hangers to get it below the pump). My oncology rns have taken to folding the primary tubing and taping it so it doesnt flow. From what I can see, it doesnt flow very fast but it is enough to extend the infusion time of the secondary. Iâ¿¿m told that this has been happening since the last upgrade.¿"

Event description:
It was reported that the unspecified bd¿ infusion set caused blood to backflow from the primary to the secondary during the infusion. The following information was provided by the initial reporter: "the customer stated the below concern: ¿a second question came in today regarding how secondary infusions run on the pump. Not sure what is involved with primary tubing being taped. But would suspect that is not an ideal situation. The latest problem is that when staff administer a secondary, the pump still pulls from the primary or flush bag, even if they hang it as low as possible (one rn even used 2 hangers to get it below the pump). My oncology rns have taken to folding the primary tubing and taping it so it doesnt flow. From what I can see, it doesnt flow very fast but it is enough to extend the infusion time of the secondary. Im told that this has been happening since the last upgrade.¿"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.